Event description:
The patient experienced a shocking or jolting sensation in the area of paresthesia when stimulation was turned on. Impedances were greater than 3600 ohms (electrode not specified). There was no known incident or accident related to this complaint. The patient was at the clinic at the time of the report; his status was reported as 'good'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.